Event description:
It was reported that this right atrial (ra) lead recorded high out-of-range pacing impedance measurements and triggered a lead safety switch (lss). Technical services (ts) reviewed the data and confirmed that both ra and right ventricular (rv) lead pacing impedances were out of range. Ts also noted a stored signal artifact monitor (sam) event where minute ventilation (mv) chop was oversensed on the ra channel. Ts recommended further in-clinic testing for unipolar and bipolar configurations. No adverse patient effects were reported. This ra lead remains in service.